Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was an attempted implant. During the implant procedure, the electrode was connected to the device, and testing indicated system impedance was 70 ohms. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf and was not able to terminate rhythm. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The sicd was explanted prior to wound closure and the electrode was explanted. The pocket was closed, and no device implanted. At this time the patient remains in the hospital for monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was an attempted implant. During the implant procedure, the electrode was connected to the device, and testing indicated system impedance was 70 ohms. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf and was not able to terminate rhythm. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The sicd was explanted prior to wound closure and the electrode was explanted. The pocket was closed, and no device implanted. Unfortunately, the patient passed away several days after this procedure. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was an attempted implant. During the implant procedure, the electrode was connected to the device, and testing indicated system impedance was 70 ohms. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf and was not able to terminate rhythm. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The sicd was explanted prior to wound closure and the electrode was explanted. The pocket was closed, and no device implanted. Unfortunately, the patient passed away several days after this procedure. This device has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case near the header port. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shocking electrode in close proximity due to device case, which may cause internal damage to the circuitry. Analysis confirmed that the shock impedance values prior to the shock were normal, but following the shock delivery the impedance was low, indicative of a shorted circuit. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through an electrode in close proximity to the device case through a shorted electrode.